Event description:
The customer reported that the unit will shut off during jewel test/150 test. There was no reported patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.